Manufacturer narrative:
Two photos were returned showing the tegos in a plastic bag and the intake form. No defects or anomalies noted. Received five used d1000 tego connectors for inspection. One of the returned samples had seal tearing. Each male luer was measured and found to meet iso standards. The four samples with no seal tearing were mated with an ICU medical provided male luer syringe. There were no issues connecting. The four samples were leak tested and passed functional specifications. The reported complaint can be confirmed on the one tego due to the torn seal. The probable cause of the torn seals is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a tego¿ connector that reportedly leaked air into the syringe (and a little blood loss/leak was also reported) during the patient's first dialysis session on (B)(6) 2025. Changing the tego resolved the problem. The customer stated that the crack in the tego caused air to enter the tubing and catheter. 5 tegos were affected. There was no defect noticed before use. The customer generally reported that tego plugs crack and are very difficult to remove from the dialysis catheter. The customer reported that there could have been serious consequences for patients, without the vigilance of the nurse. This emdr represents one of three similar events/occurrences under one complaint.